Manufacturer narrative:
Examination of returned device found evidence that it fractured due to torsional overload from the surgeon over-tightening the implant.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2015. During the procedure, a screw fractured while being implanted. The fractured screw remains implanted and another screw was implanted in order to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not use excessive force when inserting the resorbable interference screw. Excessive force (i.e., long, hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, dilate or tap in hard bone."